Manufacturer narrative:
Device evaluation indicated that the ipg passed all the tests performed.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient underwent an explant procedure.